Manufacturer narrative:
The investigation determined that multiple, lower than expected; vitros amon quality control results from 2x diluted patient samples were obtained when compared to the corresponding undiluted patient samples on a vitros 350 chemistry system. The sample dilution section of the vitros chemistry products amon slides IFU states if the ammonia concentration exceeds the system¿s measuring (reportable or dynamic) range, to perform a 2x dilution. Ocd does not recommend diluting samples within the amon measuring range. The root cause of the event is user error, as the vitros operator is diluting samples with amon concentrations within the measurable range. There was no evidence that an instrument related or a reagent related issue contributed to the event.

Event description:
The customer obtained multiple, lower than expected; vitros amon quality control results from 2x diluted patient samples when compared to the corresponding undiluted patient samples on a vitros 350 chemistry system. The following results were obtained: patient 1 result = 140.2 vs. An expected result = 179.3 ug/dl; patient 2 result = 122.0 vs. An expected result = 159.8 ug/dl. Biased results of the magnitude and direction observed may lead to inappropriate physician action. No patient samples results were reported as the event was part of a study. There was no report of patient harm as a result of this event. (B)(4).